Manufacturer narrative:
(B)(6). Device manufacture date is unknown. This device was returned for service; however, no failures were identified . The device met all manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was not confirmed or duplicated. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was noted on the service order that the console device heated up during use. It was not reported if the device was used in surgery, or if there patient involvement. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was reported as (B)(4) in the initial medwatch, during subsequent follow-up it was reported that the serial number is (B)(4). Additional narrative: the date of manufacture was reported as unknown in the initial report, the date of manufacture has been updated to aug 29, 2011. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.